Event description:
Additional information was received that an invasive procedure was performed. The lead was explanted and replaced. The ICD remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced dizziness and upon use of a continuous positive airway pressure (CPAP) machine, received shock therapy. Review of stored device memory revealed that the shock therapy was appropriately delivered, however, further review revealed subsequent non-sustained ventricular tachycardia (vt) episodes that were later stored due to noise on the rv pace/sense and shock channel. Subsequently, high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported. The physician will continue monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.